Event description:
It was reported that during the implant procedure, the atrial lead exhibited high impedance. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead exhibited normal device characteristics.